Event description:
After only two uses during this particular case, the intuitive surgical, endo wrist one, vessel sealer (davinci si) would not work and displayed "malfunction" on the screen. The item was removed from service and replaced with a "like" device that functioned without incident for the remainder of the case. Reason for use: laparoscopic robotic radical prostatectomy. Is the product compounded? No. Is the product over-the-counter? No.